Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, neisseria species(3 cfu/100ml) was detected from samples taken from the air/water channel of this device, but no microbe was detected from samples taken from the instrument channel and suction channel of this device. Therefore, it cleared the (B)(4) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microbes were detected as follows, from samples taken from the subject device which was reprocessed using a non-olympus automated endoscope reprocessor made by soluscope. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report. <1st time> 2 cfu/100ml, - instrument channel: no microbe. - air/water channel: pseudomonas aeruginosa. <2nd time> 100 cfu/100ml - instrument channel: pseudomonas aeruginosa. - air/water channel: coagulase - negative staphylococci. <3rd time> 100 cfu/100ml, - instrument channel: pseudomonas aeruginosa. - air/water channel: pseudomonas aeruginosa.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".